Event description:
Four pts had cultures that were positive for pseudomonas aeruginosa. Vaportherm 2000i units were one constant among the four pts. Two of the six vapotherm units were positive. The units were not in use at the time of the cultures. The exact unit can not be tied to any one pt.

Event description:
Four pts had cultures that were positive for psuedomonas aeruginosa. Vaportherm 2000i units of were one constant among the four neonates. Two of the six rental units were cultured. The cultures from the vapotherm units were positive. The units were not in use at the time of the cultures. The exact unit can not be tied to any one pt.

Event description:
Four pts had cultures that were positive for psuedomonas aerugionsa. Vaportherm 2000i units were one constant among the four neonates. Two fo the six rental units were cultured. The cultures from the vapotherm units were positive. The units were not in use at the time of the cultures. The exact unit can not be tied to any one pt.

Event description:
Four pts had cultures that were positive for psuedomonas aeruginosa. Vaportherm 20001 units were one constant among the four neonates. Two of the six rental units were cultured. The cultures from the vapotherm units were positive. The units were not in use at the time of the cultures. The exact unit can not be tried to any one pt.